Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 5/7/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round high profile 270cc saline prosthesis, catalog: 3503270, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round high profile 270cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 325c saline prostheses on (B)(6) 2018. The patient recovered and is in good condition.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with mentor smooth round high profile 270cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 325c saline prostheses on (B)(6) 2018. The patient recovered and is in good condition. The device was received at mentor without fluid. The device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. The device history record (DHR) for the lot number 6608775 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Based on the information provided and the results of the laboratory examination of the device, the product evaluation team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. The product evaluation team was not able to determine when the rent occurred. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).